Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated reason. It was noted that the patient developed pocket erosion. The pulse generator was explanted for erosion and was replaced successfully on the left side. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was returned following adverse event. Interrogation results and preliminary testing did not find any malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.